Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the hem- o- lok- clip applier instrument failed during the second firing of a clip. The instrument was rattling inside the housing. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting failed during the second firing of a clip, an investigation is completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken input disk to be related to the customer reported complaint. The instrument was found to have multiple input disks broken. Input disk #7 was found broken into pieces inside the base of the housing. Hairline cracks were found on grip input shaft #6. The root causes of the failure mode is attributed to mishandling/misuse, this complaint is reportable malfunction event due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.